Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, and when the patient took a fingerstick, the blood glucose reading was high. Initially the patient did not experience any symptoms, but an unknown time after this the patient experienced feeling dizziness and lost consciousness. When the patient arrived at the hospital the cgm reading was still low, but it was unknown what the blood glucose reading was. The patient was treated with unspecified intravenous fluids and was given crackers and carbs. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Product registration - correction'. B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - correction. D4 model no - additional. D4 catalog no - correction. D4 serial no - correction. D4 lot no - additional. D4 expiration date - additional. Primary UDI number - correction. H2 additional information/correction. H4 device mfg date - additional. H6 type of investigation - additional . H6 investigation findings - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was low, and when the patient took a fingerstick, the blood glucose reading was high. Initially the patient did not experience any symptoms, but an unknown time after this the patient experienced feeling dizziness and lost consciousness. When the patient arrived at the hospital the cgm reading was still low, but it was unknown what the blood glucose reading was. The patient was treated with unspecified intravenous fluids and was given crackers and carbs. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.